Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connectors / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A separation was noted on the exhaust tube of cylinder 1 near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. No functional abnormalities were noted with cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief tube of the reservoir. This is a site of leakage. A failure of the lockout reservoir valve seating operation test was noted with the reservoir as the valve failed to seat properly. It was determined that foreign material was noted in the valve and seat component of the reservoir. Abrasion was noted on the detached inlet connector tubing. No functional abnormalities were noted with the detached inlet and exhaust connector tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tubing of cylinder 1 to be kinked backwards onto itself and abrade enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the strain relief of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Review of the returned reservoir was conducted. During this review, it was concluded that the foreign material noted in lockout reservoir valve resulted in the failure of the lockout reservoir valve seating operation test. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. The reservoir was retained and reused. No other adverse patient effects were reported.